Event description:
It was reported that during pre-treatment cycle with this generator, when the patient was already under general anesthesia, error 235 was displayed. The delivery device was re-installed and the generator restarted, but the error came up once again. A second delivery device was attempted and the same scenario occurred. The generator was restarted again and a third delivery device was opened and this time error 243 came up. After these multiple restarts and delivery devices, the physician decided to cancel the procedure. It was determined that the problem was attributed to the generator. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during pre-treatment cycle with this generator, when the patient was already under general anesthesia, error 235 was displayed. The delivery device was re-installed and the generator restarted, but the error came up once again. A second delivery device was attempted and the same scenario occurred. The generator was restarted again and a third delivery device was opened and this time error 243 came up. After these multiple restarts and delivery devices, the physician decided to cancel the procedure. It was determined that the problem was attributed to the generator. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.